Manufacturer narrative:
Evaluation summary: the instrument was returned in good condition. The instrument was cycled and fed the clips within manufacturing requirements. The clip form was within manufacturing requirements. The instrument was fully functional and conforming to manufacturing requirements. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a gall bladder procedure, clips would not advance. There was no consequence to the pt.